Manufacturer narrative:
Investigation results: the endoscope concerned (11102cm, serial (B)(6)) was sent to the manufacturer for inspection and a visual and functional test was carried out. The endoscope shows signs of wear and scratches. The angle cover shows wear marks. There is no leakage detected on the endoscope. After connecting the endoscope to a monitor the camera head did not display a video image. The error described by the customer "it loose the image, during angulation, or suddenly. Stripes in the image sometimes." Could be confirmed. The endoscope did not show any external or liquid damage. The cause of the problem is concluded to be a failure of a component. In addition, we would like to refer to the following information in the instructions for use (instruction manual flexible cmos video-rhino-laryngoscope - series 11101 cm, 11102 cm, document #: (B)(4), version 3.1 - 01/2020). Page 11: " warning: every time the cmos video-rhino-laryngoscope is used, you must first check that it, and any accessories used in combination with it, is in perfect condition. Damaged cmos video-rhino-laryngoscopes or damaged accessories must not be used." Page 26: "10.12 inspecting the image quality warning: if the image fails or there is interference during use in the patient, put the distal tip into the neutral position and remove the cmos video-rhino-laryngoscope from the patient's body gently and carefully. If the cmos video-rhino-laryngoscope is used in the patient after the image has failed or when there is interference, this may result in serious injury to the patient." The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Investigation results: the endoscope concerned (11102cm, serial (B)(6)) was sent to the manufacturer for inspection and a visual and functional test was carried out. The endoscope shows signs of wear and scratches. The angle cover shows wear marks. There is no leakage detected on the endoscope. After connecting the endoscope to a monitor the camera head did not display a video image. The error described by the customer "it loose the image, during angulation, or suddenly. Stripes in the image sometimes." Could be confirmed. The endoscope did not show any external or liquid damage. The cause of the problem is concluded to be a failure of a component. In addition, we would like to refer to the following information in the instructions for use (instruction manual flexible cmos video-rhino-laryngoscope - series 11101 cm, 11102 cm, document #: 96056039d, version 3.1 - 01/2020). Page 11: " warning: every time the cmos video-rhino-laryngoscope is used, you must first check that it, and any accessories used in combination with it, is in perfect condition. Damaged cmos video-rhino-laryngoscopes or damaged accessories must not be used." Page 26: "10.12 inspecting the image quality. Warning: if the image fails or there is interference during use in the patient, put the distal tip into the neutral position and remove the cmos video-rhino-laryngoscope from the patient's body gently and carefully. If the cmos video-rhino-laryngoscope is used in the patient after the image has failed or when there is interference, this may result in serious injury to the patient." The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "it loose the image, during angulation, or suddenly. Stripes in the image sometimes. The videorhinoscope was tested prior to the intervention, and the doctor observed the image problem, during the angulation of the flexible. They have a back-up (single use), to do the procedure. The procedure wasn't delayed." No negative impact in state of health reported.